Event description:
It was reported that the om2 gets very hot to the touch. The om2 was changed out and monitoring proceeded without further incident. No patient injury was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, the device has not yet been received.

Manufacturer narrative:
Unfortunately, after repeated attempts to retrieve the device, no sample was received for evaluation; therefore, the reported event could not be confirmed. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances.